Manufacturer narrative:
Implant and explant dates: device was not implanted/explanted. Manufactured in: (B)(4). Device history record review: manufacture date: 13 august 2014. Review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient identifier and weight was not provided by reporter. Additional device product codes are mnh, mni, kwq and kwp. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during a l3-l5 posterior lumbar interbody fusion procedure the screw in question was loaded on to the matrix driver and handed to the surgeon during implantation. The driver disengaged from the screw and in the process the head of the screw was separated from the shaft of the screw. No fragments were observed to have fallen into the patient. Upon closer inspection of the screw shaft it was observed that the prim lock thread on the inside of the screw appeared to be worn. A small section of the internal thread on the screw was observed missing. The screw was loaded without difficulty at the beginning of the procedure. The two components of the defective screw were placed aside for assessment as was the associated screw driver which was noted to be intact. A new screw and new driver were used to complete the procedure. The reported event resulted in a five minutes delay to procedure. There was no patient harm and the patient outcome was reportedly unaffected. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device investigation summary ¿ product, 04.632.745, matrix ti screw was received dis-assembled from body assembly with the screw having the m6.5x0.75-6h thread approximately 50% peeled. The 04.632.745 matrix ti screw and components exhibit post production . Acceptance damage that includes: screw and body assembly being dis-assembled, with the screw having approximately 50% of the m6.5x0.75-6h thread peeled. Also, there are indications, peeled chards of material at bottom of thread, that the instrument may have been cross threaded. On the body there are nicks and scratches on the sd25 face, also noted are raised shoulders on sd25 face for full 360 degrees indication that there is a possibility that the sd25 drive was used to lever screw while being inserted. All described nonconformities / damage is not related to the manufacturing process. The m6.5x0.75-6h thread and minor diameter on the screw could not be measured because of post manufacturing damage, DHR indicates that product was manufactured to specification. Complaint is unconfirmed from a manufacturing perspective. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.